Manufacturer narrative:
The device was returned for analysis. The reported resistance during lever deployment was not confirmed. The reported ¿no suture after the plunger was removed¿ was confirmed as an incomplete plunger deployment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported lever/ foot deployment issue; however, the reported ¿no suture after the plunger was removed¿ and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide device after a percutaneous transluminal coronary angioplasty interventional procedure using a 6f sheath. Reportedly, resistance was felt when the lever was raised to deploy the foot but was ultimately successful. After the plunger was removed, there was no suture. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. The patient felt well after the treatment. No additional information was provided.